Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, vyaire has not received the suspect device for evaluation.

Event description:
The customer reported while using the vela ventilator; the front screen is blank and cannot see the video. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
A vyaire field service representative (fsr) went on-site to evaluate the suspect device. The fsr was able to confirm the reported event as the vent will not power on. After replacing the power supply assembly, the display appeared dim and had a purple overtone. The fsr ordered a replacement display, completed pm, and the issue was resolved. The fsr continued with preventative maintenance and returned the device to service specifications.